Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip -2120 pump. The reports of failing accuracy -13.85 % was not duplicated when performing accuracy testing. The device fell within the specification of accuracy. Unknown cause of event. Device in excellent condition. Passes all pm and functional testing.

Event description:
Device evaluation completed and summarized in h 10.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy by -13.85% during testing. There was no patient involvement.